Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s relative reported via phone call that the customer had low blood glucose level. The customer¿s blood glucose level at the time of incident was 253 mg/dl and current blood glucose level was 44 mg/dl. The customer was treated with food for low blood glucose level. The customer alleges insulin pump was over delivering because the customer had half the amount of insulin which emptied in the body. The drive support cap was normal. The insulin pump will return for analysis and reservoir will not return for analysis.

Manufacturer narrative:
Device passed the displacement test, basic occlusion test, occlusion test, prime test, rewind test, excessive no delivery test and displacement accuracy test. Device passed the delivery accuracy test at 0.08765 inches.